Manufacturer narrative:
Retainer ring color: clear. Benchmark electronics. Motor app version 1.9a verify if the reservoir locks in place: no. The pump was returned for legal testing. Per customer notes, the customer changed the battery and the pump now wont come on completely dead. Customer has high bg's. The pump passed the self test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, lcd functional test, displacement test and the dat at 0.08705 inches. The pump failed the prime/seating test. Visual inspection: partially broken off and detached retainer, minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and broken battery cap contact. The pump did not had a battery installed when received. Test energizer alkaline battery 1.562 volts. Use a test battery cap. Reservoir tube o-ring came out place when removing the hard stopper during testing. The pump had failed battery test alarm due to low battery voltage 1.30 volts during testing. Installed a new test battery at 1.5 volts and there was no failed battery test alarm. Prior to day 2 testing, the pump was alarming auto suspend. The pump had the auto suspend alarm programmed and was alarming overnight causing the test battery voltage to deplete. The pump powered up properly with the test battery cap and the test battery. No blank display noted during testing. History download was successful using thus and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. The pump passed the self test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, lcd functional test, displacement test and the dat at 0.08705 inches. The pump failed the prime/seating test. Unable to determine root cause of the prime/seating anomaly due to pump preservation. The pump had a partially broken off and detached retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to partially broken off and detached retainer. No blank display noted during testing. Unable to confirm alleged high bg's.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level a blank display. The customer¿s blood glucose level was 410 mg/dl. The customer stated that the pump was beeping and was showing low battery and the customer changed battery. The customer had blank display after receiving new battery cap. The customer reported that the display was blank. The customer states the display was blank less than 30 seconds. The customer reported that the display was blank currently. The customer declined troubleshoot for the insulin pump. The customer was advised to remove battery. The insulin pump will be returned for analysis.